Event description:
According to the reporter: when removing the device, the head of it fell over the anastomosis. Consequences: extended time and anal trauma to get the part of the device back.

Manufacturer narrative:
(B)(4).